Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the seal was broken. A 4.00x12mm promus premier stent was delivered however it was noted that the product box was already torn and opened. Both the closure seal on the outer box and the seal on the inner pouch of the device were also broken. The device never entered the patient's body. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was received for analysis and was contained within the carton with the blue tear tab closure strip lifted at one end. Some tear damage and creasing was evident on the carton. All label information was fully legible and accurate. The device was contained in its sealed inner pouch. No damage was noted to the inner pouch. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the seal was broken. A 4.00x12mm promus premier stent was delivered however it was noted that the product box was already torn and opened. Both the closure seal on the outer box and the seal on the inner pouch of the device were also broken. The device never entered the patient's body. No patient complications were reported.